Event description:
It was reported that during an angioplasty procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the mildly tortuous and highly calcified right coronary artery (rca). The maverick2 monorail was inserted for predilation and was pushed through the lesion with resistance. The shaft of the maverick2 monorail broke and was removed with the guide catheter as one unit. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "fine" and "stable".